Manufacturer narrative:
Despite efforts, additional information could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent an implant procedure for a dual chamber pacemaker. During the implant the physician was unsuccessful in placing a right ventricular (rv) lead and subsequently decided to plug the rv port of the device and program the device to aai mode. It was noted that there was evidence of a pericardial effusion during implant in addition to several instances of hypotension; information was later received confirming a ventricular perforation occurred while trying to position the lead. The physician inquired about a slow signal observed on the rv electrogram (egm) following the patient's first follow-up as a 30 ppm signal was observed. The field representative explained how to switch off daily measurements for the rv channel and noted that the low rate rv pacing was the result of the device attempting to automatically detect a lead. The patient has been stabilized and there are currently no plans for further intervention. No additional adverse patient effects were reported. This system remains in service.